Manufacturer narrative:
According to the field, the device is not available for return back to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information provided from the field indicated surgical intervention was performed and the device was explanted and replaced. No additional adverse patient effects were reported.